Manufacturer narrative:
A getinge field service engineer was dispatched to investigate. The fse inspected the iabp unit internally and cleaned the saline contamination. The fse replaced the motor control board and power management board which were both contaminated and beyond repair. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit has been cleared for use and is awaiting return to the customer.

Event description:
It was reported that during the customer's daily power up checks, the cardiosave intra-aortic balloon pump (iabp) would not power up. It was later reported that saline had been spilled into the iabp unit and the customer has asked to unplug the iabp unit from the mains power and remove the main batteries. The customer was provided with a loaner unit. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during the customer's daily power up checks, the cardiosave intra-aortic balloon pump (iabp) would not power up. It was later reported that saline had been spilled into the iabp unit and the customer has asked to unplug the iabp unit from the mains power and remove the main batteries. The customer was provided with a loaner unit. There was no patient involved and no adverse event was reported.